Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient underwent additional surgery to remove the mesh and that the bard ventralex had "wadded up into a ball", however, no sample or medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol 6.4cm x 2.5cm ventralex hernia patch mesh with lot number hutk1043, was implanted in the patient's abdomen to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to remove the ventralex. As reported, the surgeon noted that the ventralex mesh had "wadded up into a ball" and remove it anteriorly with an allis clamp. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch,

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol 6.4cm x 2.5cm ventralex hernia patch mesh with lot number hutk1043, was implanted in the patient's abdomen to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to remove the ventralex. As reported, the surgeon noted that the ventralex mesh had "wadded up into a ball" and remove it anteriorly with an allis clamp. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch, addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was dissected out and opened. The defect was repaired with a large ventralex mesh (device #1) and sutured in place.¿ (B)(6) 2011 and (B)(6) 2012 - patient reports of incisional pain. (B)(6) 2014 - patient visited hospital for pain and recurrent umbilical hernia. (B)(6) 2014 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with removal of ventralex mesh (device #1) and implant of ventralight st mesh (device #2). Per operative notes, ¿there was old mesh (device #1) that wadded up into a ball and dissected out. There was some omentum that was stuck to the mesh and this was removed. A piece of ventralight st (device #2) was placed and lied flat against the anterior abdominal wall.¿ attorney alleges that the patient had hernia recurrence, mesh migration, mesh shrinkage, swelling, inflammation, palpable mass under the skin, omentum adhesed to mesh, nausea, pain, and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient underwent additional surgery to remove the mesh and that the bard ventralex had "wadded up into a ball", however, no sample or medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum per additional information provided: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event, date of explant and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 9 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, mesh deformation, adhesions and abdominal pain thereby underwent repair with mesh removal. Per op notes, ¿the mesh that was wadded up into a ball.¿ the instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Updated fields: a2, a4, b4, b5, b6, b7, d4(UDI no), e1(complaint name), e3, g1, g3, g6, h2, h6, h10, h11 corrected fields: b3(date of event), d.6b(date of explant), h4(manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.